Event description:
It was reported by service report that the cot has a leaking rod side hydraulic hose. Customer could not determine if there was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Rod side hydraulic hose.